Event description:
It was reported that the peel-away introducer did not peel away after insertion of the pacing lead. A portion of the sheath broke off in the pt's subclavian vein, the physician was able to retrieve the separated piece. There were no pt consequences.